Event description:
The customer received erratic glucose readings with the abbott diabetes care (adc) device. The customer received erratic readings obtained on the adc device compared to an unspecified reading obtained on a competitor brand meter. It is unknown whether the customer noted a trend arrow on the device. There were no symptoms reported for the reported issue, the customer was unable to self-treat, and received non-healthcare professional (non-hcp) administration of insulin (dose/type unspecified). After the third-party treatment, the customer obtained a 50 mg/dl on the adc sensor, and the customer self-treated with sugar as corrective treatment. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.